Event description:
While the surgeon was preforming lap chole surgical several surgical clips were coming off cystic duct. Md request to report event. Ethicon ligaclip 12mm (er420) lot #x7006g exp 01-31-2028.